Manufacturer narrative:
Patent's weight unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into the leads. Although the llds were used to provide a ''rail'' (traction applied to the lead so that the device can follow a coaxial path), a cook medical needle's eye snare was being used from a femoral approach to attempt to extract the leads instead of being removed from the pocket. This was due to the leads being fineline models which stretch when pulled through a laser device. The physician used a spectranetics 14f glidelight laser sheath to attempt removal of the ra lead. The glidelight advanced to the superior vena cava (svc)/ra junction, and the ra lead began to stretch from the tip from being snared. The decision was made to release the snare, but the snare became entangled in the ra and rv leads. At this time, a pericardial effusion was noted on transesophageal echocardiography (tee) (MDR #1721279-2022-00085). The effusion was not significant, and anesthesia was able to support the patient's blood pressure and the patient was stable. The team continued with the case, freeing the snare, advancing the glidelight to remove the ra lead, then the rv lead. The effusion was increasing and the patient's blood pressure began declining, so a pericardiocentesis was performed, followed by a pericardial window through which a clot was removed. No further intervention was required and the procedure was completed. The physician believed the needle's eye snare most likely caused the effusion, but was unsure; an injury location was not confirmed. Later that evening, the patient arrested and went to the operating room with a hemothorax. A sternotomy was performed, and innominate and svc perforations were discovered. The repairs were successful and the patient survived the procedure. This report captures the 14f glidelight device in use when the innominate and svc perforations occurred, discovered later after the procedure, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.